Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of over 500 mg/dl. The blood glucose reading at time of the call was 396 mg/dl, and the customer was treated with an insulin drip. Troubleshooting was performed. The customer stated that she was nauseous and throwing up. Reviewed the programming on the insulin pump and it was correct. Ran a fixed prime test and the insulin exited. Performed a self test and the device passed the test. No further info was provided.